Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top case chipped and cracked. Event history log review was performed and found force sensor test error in history. Visual inspection, multiple flow and occlusion testing were performed. Investigation unable to determine or could not repeat customer stated problem. Investigator's replaced the pump force sensor and plunger cable as a preventative measure because the parts were over 7 years old. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump was alarming on forced sensor bridge test. There was no reported adverse event.